Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed multiple cs 128 replace battery alarms. During investigation, while attempting to perform the rewind, load cartridge and prime sequence, the pump emitted a cs 078 call service alarm that would not clear during the rewind step. The battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump case was removed and moisture corrosion was found on the pcb and motor flex/connector. The complaint of a battery life issue was not able to be adequately investigated due to moisture damage and the recurring cs 078 call service alarm issue. Unrelated to the complaint, investigation revealed that the display was faded and discolored. Also unrelated to the complaint, the audio bolus button was found to be punctured/torn. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.